Event description:
The customer is requesting a battery replacement for the codemaster. No reports of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.